Manufacturer narrative:
During evaluation of electrode belt sn 59106180 for the patient death, a reportable device malfunction was found. Upon investigation the electrode belt delivered a monophasic pulse. The cause for the failure was isolated to shorted u727 and u728 components on the distribution node pca. The root cause for the shorted components was unable to be positively identified. No adverse event resulted from the defective electrode belt. The device was not active at the time of death. There is no allegation of malfunction against the electrode belt. There is no indication that the electrode belt malfunction caused or contributed to the patient death.

Event description:
During evaluation of electrode belt sn (B)(4) for the patient death, an unrelated reportable device malfunction was found. Upon investigation the electrode belt failed incoming testing. The device was not active at the time of death. There is no allegation of malfunction against the electrode belt. There is no indication that the electrode belt malfunction caused or contributed to the patient death.